Manufacturer narrative:
Updated field : b4 , g3 , g6 , h2 , h11 , h6 ( investigation findings , investigation conclusions). Corrected field : e1 ( initial reporter). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the device fails key pneumatic and calibration tests. The unit failed the autofill test as well as the k6, k6a, k7, k8 leak test. The fse stated that the unit does not meet vacuum and leak criteria and recommends to perform full diagnostic and root cause repair. There is currently no updates on if the repairs were conducted on the unit the record will be updated when this information becomes available in the future.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during planned inspection by fse, the cs100 intra-aortic balloon pump (iabp) had odometer reading 4645 h pump inoperative. It did not reach the set vacuum values. There were few technical errors generated. Error #57, #62. The pump fails the following tests: autofill test, k6, k6a, k7, k8 leak test and pneumatic performance test. There was no patient involved

Manufacturer narrative:
Updated fields- b5, b4, e1, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. It was reported that during inspection, the cs100 intra-aortic balloon pump (iabp) was not able to reach the required vacuum values. There was no patient involvement or patient harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the device fails key pneumatic and calibration tests. The unit failed the autofill test as well as the k6, k6a, k7, k8 leak test. The fse stated that the unit does not meet vacuum and leak criteria and recommends to perform full diagnostic and root cause repair. There is currently no updates on if the repairs were conducted on the unit the record will be updated when this information becomes available in the future.